Event description:
It was reported post implant ol the implantable pulse generator (lpg) system, that the patient experienced an infection. Surgery was performed in order to remove the system from right side and a replacement ipg system was implanted on the left side. No further patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).